Event description:
It was reported that the patient was riding their motorcycle and when it had started to rain they felt like it was shocking them. The patient experienced this issue twice, the first occurrence was unknown but it was thought the second occurrence was on the day of report. It was note that when the stimulation from the patient¿s implantable neurostimulator (ins) was turned off the shocking sensation went away. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product(s): product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 8591-38, lot# d17698, implanted: (B)(6) 2012, product type: accessory. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).